Event description:
It was reported that noise has been noted on stored electrocardiogram as auto mode switch episodes. Atrial lead was capped on (B)(6) 2017 and replaced during prophylactic device replacement surgery. Patient was stable.